Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes had overfill. The following information was provided by the initial reporter: "the citrate tubes are filling to under the cap and the customer feels they are overfilling. The tubes are filling above the max line indicated on the citrate fill card. The customer has been rejecting the samples and has rejected about 3-4 so far and are discontinuing using this lot#. They did not perform any testing on the overfilled tubes."

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for ¿overfilling with the incident lot was not observed as all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes had overfill. The following information was provided by the initial reporter: "the citrate tubes are filling to under the cap and the customer feels they are overfilling. The tubes are filling above the max line indicated on the citrate fill card. The customer has been rejecting the samples and has rejected about 3-4 so far and are discontinuing using this lot#. They did not perform any testing on the overfilled tubes."